Event description:
Reporting status: serious injury. Reporting rationale: dissection requiring medical intervention to prevent permanent impairment/damage. Device issue: none. It was reported that when the vision stent was deployed, a dissection occurred. The dissection was treated with another vision stent and the procedure was completed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Dissection, as listed in the instructions for use (IFU) is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality issue. Additionally, there was no reported device malfunction at the time of the procedure. However, in this case, a conclusive root cause cannot be determined for the reported patient effect and the relationship, if any of the vision sds.